Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: "cib: katedept: onsiteissue: dropping signal-temp [update - replacement monitor used to complete the case. Device was on a cart. It ranged from flickering on/off to complete loss of image. The duration is not available.]" Conclusion: reported failure mode was not reproduced during investigation. However, a number of flicker events were found in st logs downloaded from returned transmitter. Probable root cause of video flickering is primarily due to a combination of video source instability and wireless interference. Video stream parameters found in transmitter logs showed periodic deviations in pixel height readings (vactive) for the 1080p video signal ranging from 4 to 1079. A stable 1080p video signal should have a consistent pixel height/width value of 1080x1920 at a refresh rate of 60hz, indicating that either the video source itself was malfunctioning or the hdmi cable connected to the transmitter was loose or damaged, causing intermittent corruption of the video signal. Any underlying hardware fault with the transmitter itself can be ruled out as this pattern was not reproduced with known working video sources and hdmi cables during testing. Wireless interference was also prevalent in most usage sessions but was not the primary cause to observable flickering. Potential sources of wireless interference can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode can potentially improve wireless connectivity by increasing the number of 5ghz wireless channels accessible by synk 4k and helps avoid channels that are periodically occupied by other wireless devices. However, this mode is only compatible with non-4k video resolutions, specifically 1080p and 720p. Switching between 40mhz and 20mhz modes is done using a (grey color) bandwidth configuration token. A brief pulsing blue led light during power on denotes that the unit is configured for 20mhz mode. Unit can be switched back to 40mhz mode by reinserting the same configuration token and waiting until led slowly pulses white before power cycling. Led light should begin pulsing white if configured back to 40mhz successfully. Please see pg. 19 en of synk 4k user guide for more information. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence. The manufacturing date is unknown.

Event description:
It was reported that there was loss of image.